Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. It was noted that there was blood on the proximal conductor of the lead and it was not obstructed. Visual summary analysis of the lead was performed only; full analysis could not be performed due to legal restrictions. Concomitant medical products: 6947 lead, implanted: (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The analyst noted that the outer insulation on the tr spacer at the distal end of the lead is breached at 44 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.